Event description:
It was reported the insulin pump alarmed no delivery three separate times. Customer's blood glucose was 10.4mmol/l. Customer's mother stated the alarm was resolved with a complete set change. Customer stated blood glucose have been high. Customer's blood glucose was 14.8mmol/l in the night. Second no delivery blood glucose was 8.8mmol/l. Third blood glucose was 23mmol/l and lowered to 21mmol/l. Customer's mother thought she saw air bubbles in the tubing. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-47311.